Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare & halos. Clinical reason being patient hyperopic. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested.

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Correction information has been provided in b5 and h.10. Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The initial decision to report was incorrect resulting in the initial report being submitted in error the manufacturer internal reference number is: (B)(4).